Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was hospitalized due to infection and erosion that was anterolateral to the device pocket. The suspected cause was a lesion biopsy at the site of the erosion, which had either provided a secondary infection that allowed the device to be exposed, or there was a breakdown of the biopsy site that led to device exposure. The physician attempted to explant the system. The left ventricular lead and right atrial lead were both explanted. The right ventricular lead was not able to be explanted because the helix remained connected to the myocardium, even though the helix had been retracted into the helix housing. This lead was capped and surgically abandoned. The physician referred the patient to another physician for a more invasive explant of the right ventricular lead. Another procedure was performed later to explant this lead. The lead was able to be removed from the myocardium with traction and no complication. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, this lead was thoroughly tested. The lead had been severed at the terminal pin. Tissue was found entwined in the helix, which is consistent with the reported field observation.